Event description:
The procedure was performed on a chronic total occlusion (cto) of the sfa. A small perforation in the sfa was observed. Physician went in with 018 catheter and wire after the removal of the viance. Angiography after removal of the viance looked normal. With the angiography with quickcross and wire attempt a perforation was noted. A pressure cuff was applied and the bleed was controlled.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available, a supplemental report will be submitted.